Event description:
The customer reported that while running an hepatitis c virus assay, summit sample handler did not pipette the correct amount of sample and/or diluent and did not give an error message. An ortho field svc engineer was dispatched, and complaint was confirmed. Fse replaced tips, plunger clamps and "lld" springs. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-02207-05.